Event description:
The hcp reported the patient expired in 2006 and that the death was not related to the device or the therapy, but rather to underlying medical conditions. The pump was delivering compounded baclofen. The death certificate was received and reported sepsis as immediate cause of death with decubitus ulcers and fall (1998) as conditions leading to the immediate cause of death.

Manufacturer narrative:
Final device analysis results reveal insufficient bond of catheter access port.